Event description:
The facility reports the caregiver had completed and lifted the resident from the bath and placed pt at the end of the tub. The brakes were applied to the lift and the seat belt was positioned properly and securely around the resident. The caregiver walked to the head of the bath to check on the draining of the tub. When they turned back to the resident,the lift was starting to tip over. The caregiver could do nothing to stop the tipping of the lift. As the lift was tipping, the resident was leaning over the arm of the lifter. As the lift was tipping, it hit another caregiver in the middle of their back. Help was called and it took five staff to get the resident untangled from the lifter. The resident was transported to the hospital where it was found they had sustained a right hip fracture, multiple fractures on their right elbow, two of four broken fingers, a contusion to the left side of their head, a possible concussion, and a six cm severe skin tear to the right elbow. The second caregiver suffered brusing to the middle of their back.